Event description:
It was reported by service report that the fowler angle reading was inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Inaccurate fowler angle reading.